Event description:
The following information was provided: left-hip-revision. Pt. Presented with a broken alumina-ceramic head, following a left "ceramic on ceramic" tha done "some years ago". Dr. Opted to revise the pt's hip, to replace the broken a-c head, as well as revise the acetabular-shell's "position" (rep confirmed the surgeon felt the shell was malpositioned). He revised a 48mm trident psl shell to a competitor shell and mdm construct. Based on x-rays, the stem looks to be part of the omnifit family of stems.